Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c19-35 that has a similar product distributed in the us, list number 06c19, 510k k210596. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect toxo igg result generated on the architect i2000sr analyzer for a 30-year-old pregnant female under pregnancy monitoring. The following data was provided: on (B)(6) 2026, toxo igg result = nonreactive / toxo igm result = negative. On (B)(6) 2026, toxo igg result = nonreactive / toxo igm result = negative. On (B)(6) 2026, sid (B)(6): toxo igg result = 59.2 iu/ ml (reactive) / toxo igm result = 0.08 index (negative). The positive result was reported out and the physician questioned this result as it did not correlate with the previous result. The patient was redrawn on (B)(6) 2026 with sid (B)(6): toxo igg result = 0.1 iu/ml (nonreactive) / toxo igm result = 0.06 index (negative). The customer retested the two samples from (B)(6) 2026 using the same reagent lot / same control lot and the following results were provided: ide (B)(6) of (B)(6) 2026 = 0.1 iu/ml (nonreactive). Ide (B)(6) of (B)(6) 2026 = 0.0 iu/ml (nonreactive). There was no impact to patient management reported.